Event description:
It was reported that during a da vinci-assisted surgical procedure, the 0-degree endoscope plus was exhibiting a foggy picture. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus product was analyzed and the customer-reported issue of a foggy image was not confirmed or replicated by failure analysis. Additional observations included visual inspection of the endoscope cable integrated connector identified mechanical damage, including scratch marks/indentations at the proximal end. The endoscope was evaluated and found to have a camera instrument adapter defect. During a friction test (using a screening aid to manually rotate the adapter), the adapter did not rotate smoothly and/or audible noise was present, confirming binding. After removal and evaluation, the adapter was found to have an attached endoscope adapter (aea) shaft bearing contributing to the increased friction. Visual inspection also identified mechanical damage at the distal tip, including a cracked distal window. During advanced failure analysis, the endoscope was tested on an in-house system for cable testing and failed due to a wahoo paddleboard (wpb) defect.the probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components.